Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the patient was hospitalized for the event. Three days after hospitalization a hernia repair was performed. At the time of this report the patient was not recovered from the hernia event. It was reported the patient was to be on hemodialysis for six weeks. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.